Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the system was unable to issue as expected. A technical support specialist reviewed the situation and walked the customer through cycle counting bin 05-03 to adjust the quantity on hand (qoh). After the adjustment, the system functioned as intended, and the issue was resolved by the customer.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue hydrocodone/apap 5/325 mg tablets. A message on the screen stated that the issue amount (2) could not exceed the qoh; however, there were 3 tablets present in the cabinet. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.